Manufacturer narrative:
Corrosion was noted on the motor and the bottom rotor bearing was gritty. Broken bearings generate friction during operation which can result in heat as observed in this complaint.

Event description:
The micro drill was sent in for eval because it was overheating during preparation for a procedure. There was no pt involvement; another device was used for the procedure. No adverse event was associated with the device.